Event description:
It was reported that a patient was seen for a post 6 week, right ankle fracture follow-up. The examination revealed a fixation failure (non-union). The patient was returned to the operating room on (B)(6) 2013. The hardware was removed and the patient was revised to a locking fibular plate construct without complication. The patient was recovering with no complications. This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.